Manufacturer narrative:
Reliability analysis evaluated 1 opened and or used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies. None were found. Ran occlusion test, and the reservoir was filled with diluent, and connected to a new infusion set. The reservoir was installed and connected into a 7xx pump. Performed infusion set. Catheter tip was performed. The reservoir was found to not be occluded. (B)(4).

Event description:
Reliability analysis evaluated 1 opened and or used reservoir. The reservoir, snap-cap, and septum were inspected for anomalies. None were found. Ran occlusion test, and the reservoir was filled with diluent, and connected to a new infusion set. The reservoir was installed and connected into a 7xx pump. Performed infusion set. Catheter tip was performed. The reservoir was found to not be occluded.